Event description:
It was reported by the surgeon that they had concerns that the descriptions on the mets packaging could lead to confusion.

Manufacturer narrative:
It is not possible to assess the actual component labels which are the subject of this complaint, as the batch numbers of the components were not provided. However, the label templates of both the mets distal femur and smiles distal femur were reviewed and it was confirmed that the outer carton labels clearly and correctly identify the unique product code (ref) and corresponding device description for both components. During the implant procedure, the surgeon first selects and then assembles trial components. Once the surgeon is satisfied with the trial implant, the surgeon removes all trial components and selects the corresponding implant components. Thus the mets components which are ultimately selected are components which should correspond to the successfully assembled trials implant. Additionally, selection of component should be based upon the unique device product code (ref) assigned to each component, along with the corresponding device description. In this case, both components have a unique product code (ref). Thus selection of these components should have been based upon the product code (ref) and product description, and would have also occurred after the trial implant was successfully implanted. The complaint investigation is completed. We are unable to definitively determine a root cause for the user's incorrect selection of the smiles distal femur, instead of the mets distal femur. This complaint is being closed and is being tracked and trended.

Event description:
This is a supplemental report for 3004105610-2014-00190 ((B)(4)). It was reported by the surgeon that they had concerns that the descriptions on the mets packaging could lead to confusion.

Manufacturer narrative:
Labeling risks are assessed in all device risk assessments. Requests are being made for add'l info and a supplemental report will be provided if this info is received.